Event description:
Ngt tube (dubhoff weighted) placement completed. Placement was checked with aspiration of gastro - contents & auscultation as written in the package that accompanies the ngt. Cxr not done. Rptr would recommend that for confirmation of tube placement be confirmed by cxr only, not by aspriation of gastric contents and/or auscultation.